Event description:
It was reported that during device change out, the pulse generator exhibited rate variability after suspected electrocautery interaction. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).